Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer's blood glucose level was 44 mg/dl at the time of incident. Customer treated low blood glucose with food. Customer had been experiencing low blood glucose for months. Customer assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was activated at the time of low blood glucose event. The insulin pump will not be returned for analysis.